Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was unknown. Customer stated that they had issue with the battery cap and after receiving the new battery cap still the insulin pump did not turn on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. Blank display not confirmed. Device failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Device received with corroded battery tube.